Event description:
Healthcare professional reported a xen® gts "jammed" during implantation in unknown eye.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the xen gts unit box and molded tray were returned. The needle cover, retention plug, and cam lock were not returned. The slider knob of the injector was found between the start and end positions, the needle was found not retracted, and the bevel selector was found in the left position. A visual evaluation of the xen injector was performed. No damage was observed. A functionality test was performed. During the functionality test, smooth operation of the slider knob in each bevel position (traveling the entire distance) was observe

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a xen® gts "jammed" during implantation in unknown eye.